Event description:
The customer's parent reported via phone call that the customer is in (B)(6) and was on a ride with water. Caller stated that they removed the battery and the reservoir and left it in a bag of rice overnight. Caller tried to reinsert the battery and received an alarm. Caller was not allowed to clear the alarm but the time is advancing. Customer's blood glucose was 416 mg/dl at the time of the incident. Customer treated with a manual injection. Caller stated that the keypad does not respond. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. They were unable to confirm the battery out limit due to the keypad being unresponsive. There was no moisture damage on the electronics assembly. The pump was received with a cracked reservoir tube lip noted.